Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred before use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "a disposable sterile injection needle was applied to the pre-loaded leizumab solution, and the patient was to be injected into the vitreous cavity of the left eye. However, the needle was blocked and the medicine could not be produced, so the disposable sterile injection needle was immediately replaced."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that a needle clog occurred before use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "a disposable sterile injection needle was applied to the pre-loaded leizumab solution, and the patient was to be injected into the vitreous cavity of the left eye. However, the needle was blocked and the medicine could not be produced, so the disposable sterile injection needle was immediately replaced."